Event description:
It was reported that the user experienced difficulty attaching multiple infusion line connectors because the connectors would not turn to lock, resulting in loss of several connectors; a replacement connector from the user¿s supply was able to lock, and replacement connectors and a charger were provided. Customer care provided support that included coordination of connectors and charger logistics. Investigation of this case revealed a connection/attachment issue at the connector interface, consistent with a mechanical fit or user-handling problem at the device-to-disposable connection, with no evidence of device malfunction once a compatible connector was used. Symptoms included no reported adverse clinical effects. Outcomes included product use interruption without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely improper engagement or variability in disposable connector fit.